Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). The on 8015ls unit with error code 211-2000. The error is a unspecified communication error occurs on unit. Resolve the issue by explain to customer the logic board on the unit will have to be replace. Confirm part number for logic board and also confirm services repair quote for level 1 & level 2 if customer decide to send in for services. (B)(4). Customer called in for help on 8015ls unit with error code 211-2000 the error is a unspecified communication error occurs on unit. Will need to replace the main board on unit which is the logic board confirm part number for logic board also confirm price quote for services repair.